Event description:
Approximately 20-30 samples with discrepant alkaline phosphatase results. Only the following examples were provided: sample 1, initial result 0 u/l, repeat 67 u/l; sample 2, initial result 0 u/l, repeat 84 u/l; sample 3, initial result 0 u/l, repeat 107 u/l; sample 4, initial result 0 u/l, repeat 53 u/l. Initial results were reported, patients not adversely affected. The field service representative determined the sample probe was not aligned correctly over cuvettes and tubes. The instrument was repaired.